Event description:
Patient reported experiencing elevated blood glucose levels up to 500 mg/dl for 3-4 weeks despite bolusing and changing the infusion set. On (B)(6) 2014 customer stopped the pump and started her replacement pump. Patient alleges the pump delivers too low insulin. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).